Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in chile. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the polyethylene liner tore. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.